Event description:
IV inserted for scan and leaked at connector and tubing.======================manufacturer response for IV catheter, nexiva (per site reporter).======================request to send to them for testing.